Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was no power to the arterial monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).2014: when the 8k perfusion system was powered up during preparation for the procedure, the arterial monitor was completely dark. Re-booting the 8k did not address the issue, and the arterial monitor continued to be dark. The perfusionist (ccp) elected to unplug the arterial monitor from the safety monitor and replaced it with an arterial monitor from another of their 8k perfusion systems. The replacement monitor booted-up without issue and the procedure was completed successfully, without issue. There was no harm observed or reported.

Manufacturer narrative:
Eval is in progress, but not yet concluded.